Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One sonicision cordless ultrasonic dissector was returned for evaluation. This device had been used in the treatment or diagnosis of a patient. Visual inspection of the disposable hand piece revealed that the jaw liner had melted down during use. Jaw liner damage is caused by the device jaws being clamped and activated multiple times with too little or no tissue present in the jaws. Extended activation under this condition will cause the jaw liner to melt and become damaged. The melted jaw liner will prevent the dissector from cutting tissue sufficiently. The user's guide advises users not to activate the instrument with the clamping jaw closed unless there is tissue present as doing so may damage the device jaws. No trend has been identified for this type of failure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a total laparoscopic hysterectomy, a piece of the plastic from the jaw fell into the patient's cavity. The piece was retrieved and there was no patient injury.

Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a total laparoscopic hysterectomy, a piece of the plastic from the jaw fell into the patient's cavity. The piece was retrieved and there was no patient injury.